Event description:
The reporter stated that during phacoemulsification with a competitor's equipment, a capsular tear occurred. The surgeon inserted a cc4204bf plate collamer lens and made the decision to remove the lens during the same procedure. The incision was enlarged and the lens was removed in two pieces. No vitrectomy was required. Another lens was inserted and no sutures were required to close the wound.